Manufacturer narrative:
(B)(4).

Event description:
It was reported that a low transmitter battery alert occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. A review of the downloaded share log was performed and a low transmitter battery alert was not found within the investigation window. The allegation was not confirmed and a probable cause could not be determined. However, a failed transmitter error was found in connection to the reported allegation. The reported event of a low transmitter battery alert is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a low transmitter battery alert occurred. Data was returned and evaluated. The reported event of a low transmitter battery was not confirmed. The probable cause could not be determined. However, a failed transmitter error was found in connection to the reported allegation. The reported issue of a low transmitter battery alert is reportable based on the finding of a failed transmitter error. No additional patient or event information is available.